Manufacturer narrative:
Investigation summary: "material #: 367986. Lot/batch #: 1011494. Bd had not received samples but two (2) photos were provided for investigation. The photos show the use of expired tubes. Additionally, retention samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill because the product has expired. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes found that the tube had low draw. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it found that the tube had low draw. There were no other adverse effects on the patients.¿